Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication and difficult operation or not working/functioning. The following information was provided by the initial reporter: material no: unknown batch no: unknown. The patient received teriparatide (rdna origin) injections, via a pre-filled pen, at an unknown dose, frequency and route of administration, for the treatment of an unknown indication, beginning on an unknown date in jan-2020. On an unknown date, she could not made her injections properly. She had to stick herself several time in order to get her injection, as the button was hard to press on and the product flow slowly. She therefore said it was painful to make several injections each time ((B)(4) and lot d188650c). She was experienced user and did use the bd needles of 5mm. The outcome of the event, information regarding corrective treatment and teriparatide therapy status was not provided. The operator of the device was a patient and her training status was not provided. The device was used since an unknown date in jan-2020 and duration for the device considered as the suspect was unknown. Action taken with the suspect device was not provided. The reporting pharmacist did not provide any opinion of relatedness for the event with teriparatide drug but related the event with teriparatide device.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication and difficult operation or not working/functioning. The following information was provided by the initial reporter: material no: unknown batch no: unknown. The patient received teriparatide (rdna origin) injections, via a pre-filled pen, at an unknown dose, frequency and route of administration, for the treatment of an unknown indication, beginning on an unknown date in (B)(6) 2020. On an unknown date, she could not made her injections properly. She had to stick herself several time in order to get her injection, as the button was hard to press on and the product flow slowly. She therefore said it was painful to make several injections each time ((B)(4) and lot d188650c). She was experienced user and did use the bd needles of 5mm. The outcome of the event, information regarding corrective treatment and teriparatide therapy status was not provided. The operator of the device was a patient and her training status was not provided. The device was used since an unknown date in (B)(6) 2020 and duration for the device considered as the suspect was unknown. Action taken with the suspect device was not provided. The reporting pharmacist did not provide any opinion of relatedness for the event with teriparatide drug but related the event with teriparatide device.